Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(4) and one i3 accessories set were returned. The error 05 was confirmed from quality review of logs in the cardiomems hf website. The error was not reproduced during device evaluation, and the root cause was determined to be related to the printed circuit board.

Event description:
Related MFR number: 3004936110-2019-00407. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.